Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal lining of the jaws was peeled and curled up. They noticed incident after device was inserted into the cannula of hp2 and prior to taking any branches during vein harvest. There were no components of the device (metal / silicone) that detached into the havesting tunnel / inside the patient. They are confident that jaws were closed while inserting device into cannula, but unsure if jaws were angled up. Procedure was completed with a new device and went smoothly. There was a procedural delay to get a new device. No patient harm reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/12/2024. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000433594 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.